Event description:
Fire department personnel were attending to an unconscious pt. The device was attached to the pt and powered up, however after the power on, the battery led flashed and the device turned back off. The paramedics arrived and continued treatment, however there was reportedly a six minute delay until the first countershock was delivered. The pt was not resuscitated.